Event description:
Device malfunction: none. Symptoms: slurred speech, left facial droop, decreased mentation, lack of fine motor skills in left arm. Time of symptoms: during the procedure, upon completion of the procedure, and 24 hours post procedure. The pt experienced slow, slurred speech after the stenting procedure of the right osteal internal carotid arter which was heavily tortuous at the right common carotid origin, heavily calcified, and 85% stenosed. During the procedure, the physician had difficulty passing the recovery catheter through the stent to capture the net, so he dilated the vessel using a 6.0 balloon. He then pushed the shuttle sheath 1/3 of the way into the stent and the accunet was captured and removed and the procedure was completed. At the end of the case the pt was noted to have slurred speech, left facial droop, and decreased mentation. An MRI showed three small strokes on the right side, which was the interventional side. Heparin was started. 24 hours later, the pt had gross motor function in his left arm but not fine motor.